Event description:
Female who fell and suffered a both bone fracture in her left forearm in december 2005. Patient subsequently underwent open reduction internal fixation of fracture of left ulna and radius with zimmer plate and screws. Since that time her radius plate failed and the patient has gone on to develop a nonunion of her left radius. Patient presented to our facility for removal of broken hardware and application of new plate to her left radius.